Manufacturer narrative:
Received one used unit 011-h2781 pur transfer set connected to one used 100ml glucose IV bag for inspection. The filter was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a pur transfer set, clave¿, 15 units that experienced leakage. The following issue was reported by the customer: " incident date (B)(6) 2025, the medication involved is a daunorubicin lot a883a0, expiry date 28/02/2027 and the solution used was g5% lot 24043005 expiry date 30/04/2026. A lot of droplets in the pouch. The source of the droplets was not identified. Actions taken: the bag was remade and the bag was kept for the report". Additionally, "the leak was noted after preparation and after it was stocked when the department received the bag, before administration, there was no patient involvement, no human harm, there was a delay of 1hour and 30 minutes in the treatment due to the bag being sent back to the pharmacy, the refabrication of the bag and the defective bag being discarded and sending back to the department, the treatment was successful, no hole, cut, tear or any other defect was found with the device, there was a couple of ml of medication leak, the device was directly connected to the bag, there were no mating devices involved, the device was stored in a refrigerator and was not exposed to extreme temperatures, high pressure or other external factors."

Manufacturer narrative:
The customer reported the following possible lot#s: lot#: 14049506 expiration date 1-jun-2029 manufacture date 17-jun-2024. Lot#: 14231501 expiration date 1-nov-2029 manufacture date 28-nov-2024. D4, g4: model number is not sold in the us but similar device is sold under model b90013. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.